Manufacturer narrative:
A lot code was not provided by the consumer. Device history record could not be reviewed as lot code was not provided by the consumer. Consumer had not returned unused product for evaluation at the time of this report. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The consumer explained she inserted a tampon earlier in the day. It felt uncomfortable so she went to remove it, and when she did only half of the tampon came out. She removed the rest manually but was unsure if she was successful in removing all of the tampon. The consumer was advised to seek medical attention. She could not be reached for additional follow up.